Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set did not retract and caused a needlestick injury after use. The following information was provided by the initial reporter: material no. 367342, batch no. 8005797. It was reported that the safety feature malfunctioned and resulted in a needle stick. We had the safety feature malfunction on a bd vacutainer 23g lot number is 8005797. The malfunction resulted in a needlestick. As a result of their deep-dive on the needlestick, the user reported pushing the button, but that it ultimately did not retract. Not entirely sure if the button was actually pushed, but trying to get confirmation, and hoping to meet with the user to reinforce training with the device.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set did not retract and caused a needlestick injury after use. The following information was provided by the initial reporter: material no. 367342, batch no. 8005797. It was reported that the safety feature malfunctioned and resulted in a needle stick. We had the safety feature malfunction on a bd vacutainer 23g lot number is 8005797. The malfunction resulted in a needlestick. As a result of their deep-dive on the needlestick, the user reported pushing the button, but that it ultimately did not retract. Not entirely sure if the button was actually pushed, but trying to get confirmation, and hoping to meet with the user to reinforce training with the device.